Event description:
The hospital reported that the foam tray is creating flaking and debris in the pack.

Manufacturer narrative:
Describe event or problem: the hospital reported that the foam tray is creating flaking and debris in the pack. Deroyal: the sample is not available for examination by deroyal. The vendor for the styrofoam tray, crown packaging corp, has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.